Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/27/2017 with the following findings: during testing, the pump was able to power up but powered up to a blank display screen. Due to the blank display screen the investigation was unable to adequately investigate the initial complaint. The pump was opened and it was observed that the display lens was cracked. A test display was used to complete testing and the pump was fully functional with the test display..